Manufacturer narrative:
Screw and plate were not removed from patient body and product information was not provided. Therefore, we can't check manufacturing & inspection records at this time.

Event description:
Patient was operated with anterior cervical plate system on (B)(6) 2018. At the time of surgery the screw was down. 7 week postoperatively, lower screw on the 2 level plate backed out a bit. Patient is fine and has no problems.